Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail laser fiber was used in a procedure performed on (B)(6) 2021. The laser unit used was an auriga xl 4007 laser console. During the procedure, during the procedure, the laser fiber connector was warm. There was no burn injury to the user or to the patient. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail laser fiber was used in a procedure performed on (B)(6) 2021. The laser unit used was an auriga xl 4007 laser console. At the end of the procedure (40 minutes), there was loss of efficiency of the laser fiber and the laser fiber connector was warm. There was no burn injury to the user or to the patient. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction blocks b5 and h6: device code, corrected based on review of the complaint record on february 25, 2022.